Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump does not respond. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to unlocked lcd keypad connector. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the excessive no delivery alarms and finishing loading alarm due to unresponsive keypad/button. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.